Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced aesthetic discomfort caused by the asymmetry, deviation of the penis to one side, and softness of the distal end of the penis when the device is inflated. A magnetic resonance was performed, and it was found that the left cylinder of the device had migrated and folded into the corpus cavernosum. The physician believes the problem occurred due to the patient experiencing local bleeding after surgery which formed a hematoma leading to the cylinder migration. Besides that, the patient is experiencing hesitation and stranguria when urinating probably caused by the compression of the urethra from the deviated prosthesis. The device remains implanted, and a revision surgery has not yet been scheduled. No additional patient complications were reported.